Event description:
During an rf procedure, when the unit was in sensory mode, the patient experienced unintentional sensory stimulation. The procedure was completed with this same device and with no delay. Medical intervention was not required and no adverse consequence was reported as a result.

Manufacturer narrative:
The product was evaluated by the manufacturer, and the complaint could not be duplicated. The device was returned to the customer.